Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a past medical history of factor 5 leiden deficiency, dumping syndrome, cyclic vomiting, gastroparesis status post the gastric stimulator placement in 2013, and that the patient had 5 surgeries done to place the gastric stimulator in good spirit. It was noted that now the patient could not tolerate the stimulator secondary to constant discomfort/pain, a robotic removal of the system was done on (B)(6) 2017, and 2 partial leads were removed. The patient resolved without sequelae. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) revealed that telemetry was acceptable, good stable output was observed on all electrode pairs the ins had when it was received, and the ins passed all functional testing in the laboratory; no anomalies were identified. If information is provided in the future, a supplemental report will be issued.